Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpectedly. The customer's blood glucose reading was 201 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further details given.

Manufacturer narrative:
The pump was returned for pump error 4 and 53. The format history file analysis confirmed the pump error 4 and 53 due to a software error. The pump passed the full functional testing, including the displacement, rewind, prime/seating, basic occlusion and force sensor tests. The sleep current measurement and active current measurement was within specifications. The pump was received with a scratched case.